Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2018 for an implant procedure. Defibrillation threshold testing was performed successfully. Shortly thereafter, the patient developed pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) and advanced cardiac life support (acls) were initiated for 20 minutes with successful return of pulse and vital signs. The implant pocket was closed and the patient was transferred to the coronary intensive care unit (c-ICU). Boston scientific received information from the field clinical specialist consultant that this patient received a left ventricular assist device (lvad) on (B)(6) 2018. The subcutaneous implantable cardioverter defibrillator (s-ICD) device is active and remains in-service.